Manufacturer narrative:
Method: (testing not performed). Results: (product not returned). Conclusions - (no evaluation will be performed).

Event description:
Customer reported that she had biopsies on (B)(6) 2010 with mastisol applied under the steri-strips. As reported, the patient developed hives around the incisions and beyond the steri-strips. The patient removed the steri-strips six (6) days post-op, due to the itching. The treating physician prescribed medrol, which helped. However, the steroid did not completely clear the skin reaction. Therefore, during the week of (B)(6) 2010, the patient developed an itchy measle-like rash of spots all over the body. Again, the patient was treated with a second medrol pack and the symptoms resolved.